Event description:
A remote alarm was returned to the manufacturer's service center for routine maintenance. There was no allegation of device malfunction or pt harm at the time of the return of the device. During maintenance of the device, the device failed to operate and alarm. The failure was caused by a faulty component on the device's printed circuit board (pcb). The remote alarm's pcb was replaced to correct the problem.

Manufacturer narrative:
The manufacturer reviewed their complaint database from 01/01/2008 to 01/03/2012 and confirmed one similar failure occurred with no pt harm or injury. The manufacturer concludes a failure of the ventilator's remote alarm connector would not affect the device's primary alarms or function. The ventilator would continue to provide therapy and audibly alarm for pt events.